Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The cause for the failure was isolated to a shorted j100 component. The root cause for the shorted j100 component could not be positively identified. There was no adverse event that resulted from the damaged charger.